Manufacturer narrative:
The device has been received for evaluation, however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation, or if additional information becomes available.

Event description:
The facility reported to customer service, a pump that is overinfusing. This problem occurred during bio-med testing. There was no patient injury or medical intervention reported. Attempts were made to acquire additional information. No additional information is available at this time.